Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implanted neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal /pelvic floor therapy. It was reported the patient said she had gotten her programmer out to try to turn her stimulation up because the therapy hadn't been working as well for her for about a month, and she had been going to the bathroom more frequently. The patient saw the por (power on reset) screen which meant the therapy had turned off and reset to shipping parameters. Due to por troubleshooting was not possible. The patient was directed to their hcp (healthcare professional) to have the device checked/reset. No further complications were reported or are anticipated.